Event description:
It was reported that there was urine leakage from the trifurcation area of the catheter on the day of placement. A pinhole was confirmed at the facility side. The catheter was inserted into the patient for urine drainage and body temperature measurement in an operating room.

Manufacturer narrative:
Received 1 used temperature sensing silicone catheter. The reported event was confirmed as cause unknown. Per visual inspection no defects were found. Per functional evaluation 10cc of air was used to inflate the catheter which deflated. The balloon was then inflated with a 10cc mixture of blue of methylene and water. The catheter was tested and during the inflation, leakage was noted from the inflation arm on the funnel part due to damage on the inflation arm. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was urine leakage from the trifurcation area of the catheter on the day of placement. A pinhole was confirmed at the facility side. The catheter was inserted into the patient for urine drainage and body temperature measurement in an operating room.